Event description:
A customer contacted haemonetics on (B)(6 )2012, to report that the filter for the plasma harness burst during the end of the first return. Almost no blood in bowl. No donor or operator injury was reported. During the procedure, there was a power outage. The machine had to be turned on again in order to resume the procedure. The machine then passed all self tests and the nurse resumed the procedure in the cycle. The nurse did not note any alarms or low flow issues, however, the donor pressure monitor (dpm) was wetted. The machine operator's manual states that once the dpm is wet, the mcs+ device can no longer monitor venous pressure. The manual also gives instructions for power outages during a procedure. The dpm must be clamped and removed and then once the power is restored, it is reconnected and unclamped. The operator is prompted by the display when to reconnect. Any deviation from this instruction invalidates the ability of the mcs+ device to properly monitor pressure. There was no report from the customer that this procedure was followed. There is a potential for blood splatter to spray across an area that results in another donor/operator being exposed to blood products. Therefore, this incident is being reported.

Manufacturer narrative:
The sample in this complaint was immediately discarded by the customer and not returned to haemonetics for eval. A review of samples from the reserved lot were evaluated and not found to have any defects. Also, there was no abnormalities found on the resin material lot used for the filter tubing. No discrepancies noted on the assembly process as well. The system has built in safety faults to alert the operator that the pressure at the donor pressure monitor (dpm) is being exceeded. However, if the dpm is wet, as is in this case, the device will no longer be able to monitor venous pressure. This is clearly stated in the haemonetics operator manual for this device. There are several operator errors that need to occur for the result of burst filter to occur. The result of these issues not being checked by the operator is the splatter of blood products. If this were to recur, the potential for serious injury due to the splatter on persons in the area is possible. (B)(4).